Event description:
The report received indicated that during a coronary procedure, the coil wire at the tip of the atw guidewire broke. The wire had successfully crossed the lesion; however, the problem occurred when the wire was being withdrawn from the vessel. Consequently, the physician retrieved the wire and snared the fractured section. After removing the broken wire, the physician completed the procedure with a competitor's guidewire. The procedure was completed successfully; there were no further complications of injury to the pt. Additional info indicated that prior to identifying the problem on the wire; there had not been any difficulties encountered during the procedure or any anomalies noted on the wire. The intended procedure was treatment of a 20-25mm long calcified lesion in the right coronary artery.

Manufacturer narrative:
The product has been returned for evaluation; however, as of to date the evaluation has not been completed. Additional info will be submitted within 30 days upon receipt.